Manufacturer narrative:
There is no additional event information for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, the device observed an intermittently occurring b30 error code, scope communication error, for the device. The error persisted after the scopes were cleaned with alcohol. There was no patient involvement.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported failure for the device was the b30 error code displayed with two series 190 scopes. Since the device is not returned and no additional information provided by customer, a root cause for the issue cannot be determined. The probable cause will be described here on the basis of the information available could be that the videoscopes could have been used without drying out the scope connectors completely or foreign objects such as dust or chemical liquid residues could have adhered to the electrical contacts of the videoscopes, causing the subject event. The instructions for use includes the following statements: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely.